Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that of the right ventricular (rv) lead showed high impedance on the pace/sense portion. Review of trend data showed the pace/sense had varied impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.